Manufacturer narrative:
(B)(4).

Event description:
The customer reported system hang/reboot issues related to discharging patients. The issue occurred after january 1, 2018. There was no patient incident.